Event description:
Drive medical received notice from an attorney regarding a rolling walker, a device that drive medical imports and distributes. The enduser allegedly fractured her hip using one of the rolling walkers. This report is based on medical reports provided by the attorney for the enduser. Attorney did not provide any information on the product or how the incident occurred despite numerous attempts to obtain such information.